Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04263. The pt received three leads (two with the same lot number). It was reported the pt was receiving stimulation in her ribs. It was reported the pt had fallen. The sjm representative met with the pt and reprogrammed the system, but was unable to resolve the issue. The pt was scheduled for an x-ray and follow up appointment.